Event description:
Pt had a permanent tracheostomy, hx of resp failure and previously coded in 2002. Pt had been bagged with use of peep valve. On event date, pt was in distress and required "bagging" again. Pt could not be bagged correctly. After code was stopped, due to pt expiration, it was noted that the peep valve did not function. Saliva had dried with valve causing malfunction.